Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested as abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began self-treatment with vancomycin (2grams, every 4 days) intraperitoneally (ip) and gentamicin ip (320mg, once) until a prescription was obtained. The vancomycin ip treatment continued for 11 days. The patient was withdrawn from the gentamicin ip (320mg) after one dose. Five days after the onset of peritonitis, the patient resumed treatment with gentamicin ip at a different dose (120mg, every 2 days) and this treatment continued for five days. The next day, the patient received an individual treatment of levoquin (750 mg, once, orally) and ended the vancomycin treatment. The next day, the patient began treatment with levoquin (500mg, every 2 days, for a total of 7 doses). At the time of the report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13k26065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.